Event description:
Pt reported being hospitalized (for an unspecified period during 2004) after passing out in an assisted- living facility. The paramedics were called, and upon their arrival, their blood glucose measured 35 mg/dl. Pt stated they may have been given glucose, intravenously, but they were not sure. At the hospital, pt was treated for abdominal pain, and their blood glucose was managed with insulin injections.